Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis with the following findings: the meter has failed testing the display was found to be broken and the printed circuit board was contaminated. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.